Event description:
It was reported by the surgeon that he "had a couple "bad bladder neck strictures," and one patient that after his procedure, his entire prostate calcified." Unknown if these "bad bladder neck strictures" were pre or post procedure. This report is for patient 1. No further information was available.